Manufacturer narrative:
A ge service representative performed an on site investigation. The hard disk drive was replaced and the system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed corrupt software errors and failed to boot to a usable state. No patient serious injury or death was reported to this event.